Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Interrogation revealed noise on the right ventricular lead. The noise could not be reproduced with isometric movements. Programming changes were made. The patient was stable.